Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported a crack on the round decision button of the insulin pump. The customer was also reported infusion blockage and infusion was interrupted and anxiety disorder. The customer blood glucose was unknown at the time of event and the hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-1886. Troubleshooting was not performed and unable to confirm the extent to which the cracks had penetrated into the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test at .08715 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals there was a total of six (6) no delivery (insulin flow blocked) alarms generated, listed below: (B)(6) 2025 09:46:10 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. (B)(6) 2025 20:14:43 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. (B)(6) 2025 12:55:52 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. (B)(6) 2025 20:13:19 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. (B)(6) 2025 09:21:50 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. (B)(6) 2025 15:15:39 alarmalertnotification (40) faultnumber = no delivery (7) during a manual bolus delivery. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Insulin flow blocked alarm complaint is not confirmed. Cosmetic damage (crack) on the select button and battery compartment is confirmed. The pump history file lists 245 boluses on the event date, 2/25/2025. Please see below for the daily total of all insulin delivered on the event date, 2/25/2025: (B)(6) 2025 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: (B)(6) 2025 00:00:00.000. Dailytotalofallinsulindelivered: 344250 (34.425 u). Dailytotalofbasalinsulindelivered: 142750 (14.275 u). Dailytotalofbolusinsulindelivered: 201500 (20.15 u). There were no auto suspend events on the event date, 2/25/2025. There were no user suspend events on the event date, 2/25/2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.